Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a car crash. The caller stated that the doctors believed that the customer had a massive heart attack. The caller stated that toxicology test is being conducted. The caller stated that the customer had heart disease, but had no issues since year 2004. Due to the circumstances of death, the customer's blood glucose, at the time of death, is unknown. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated that they do not know where the customer's insulin pump is, but, if she they find it, they will call back to provide the details and are willing to return it for analysis. Since the caller did not have the insulin pump at the time of the phone call the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.